Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead electrograms exhibited noise, and there were episodes of mode switching. The lead remains in use and will be reassessed later. No patient complications have been reported as a result of this event.